Event description:
Customer reported that she was unable to complete the prime rewind in her insulin pump. Customer stated that there is a anomaly in her insulin pump motor. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase. Unable to test for prime anomaly due to motor error alarm.